Event description:
An extremely high crp sample, > 500mg/l, was above the normal range on initial testing. The patient sample tested for crp using highly sensitive application, gave inaccurate crp results, with no flag to alert user that results were greater than the dynamic range, and that the sample needed to be repeated diluted to obtain an accurate result. No reports received of any patient impact as a result of this malfunction.

Manufacturer narrative:
Evaluation summary: patient sample retested and manufacturer confirmed the event. The event is not lot specific. Olympus is revising the crp reagent package insert to include the following statement: " when using the highly sensitive application on the au400/600/640 systems, patients with crp concentration above 400mg/l may return an inappropriately low crp value within the measuring range. Patients with inflammatory and/or infectious condition should have their crp measured using the normal application, particularly in patient monitoring". An advisory notice will also be sent to customers.